Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 62/56 code v on the left side on (B)(6) 2010. Currently, the patient is being monitored due to unknown reasons.